Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore, an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: us complainant reported the automated impella controller (aic) was being serviced and there was a system self check error.

Manufacturer narrative:
The investigation for the automated impella controller self check error has been completed. The data logs from the console confirm that the system self check failure alarm was issued. The console was returned for evaluation. Upon functional inspection, the console booted up in system-self check failure. Inspection of the a power battery manager (pbm) under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors c69 and c70. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion. A.3 revised as incorrect selection was made on the initial manufacturer device report number 1220648-2024-12813. E.1 revised name prefix/title, first name and last name were entered incorrectly on the initial manufacturer device report number 1220648-2024-12813. E.2 and e.3 revised since initial submission of manufacturer device report number 1220648-2024-12813 to reflect the proper information that belongs with the person being reported in e.1. H.3 device not returned to manufacturer for evaluation should of reflected that the device was returned on the initial manufacturer device report number 1220648-2024-12813. If the device was not evaluated selection on the manufacturer device report number 1220648-2024-12813 should of reflected device evaluation anticipated, but not yet begun.